Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, g2, h6.

Event description:
Device has been explanted and replaced.

Event description:
Patient reported "capsular contracture baker grade iii/IV". Later healthcare professional reported "a little bit higher", "spasm pectoralis major muscle" and "slight firmness". Patient had professional massage, muscle relaxer, suctioning treatment and was prescribed singulair as treatment. This record is for the right side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii/IV.

Manufacturer narrative:
Clarification to a4: patient weight reported as 96.4 pounds.

Event description:
Healthcare professional later confirmed baker grade iii capsular contracture.